Event description:
Caller reported that insulin gauge displayed an amount different than expected on two occasions. There was no adverse impact to the customer¿s blood glucose level during these events. Customer resolved issue by loading a new cartridge and was advised to access in-app cartridge load resources for guidance, with the option to call back for further troubleshooting if the issue recurs.